Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had no problems at the time of report but initially had severe leg cramps due to the implant and could not walk for two days without pain. The patient noted that a circumstance to the device not working nor staying on with worsened symptoms was that they had not understood how it worked and was turning it off and on continually. The patient stated that a manufacturer representative (rep) was very helpful which resulted in them being able to properly manage and control the device. No further complications were reported or were expected.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that they do not think the ins was working or stay on because they had a return of symptoms(had to get up) and stated that the symptoms were worse now that prior to getting the ins. Patient had the ability to change program and when stimulation was increase up to 1.3v, he felt an electrical charge in the pelvic floor that was uncomfortable and it was reduce to 1.2v and patient stated the stimulation was comfortable. No further complications were noted or anticipated.